Event description:
It was reported that egms revealed noise on the right ventricular lead. The patient's rhythm decreased from 60 bpm to 30 bpm due to ventricular oversensing caused by the noise. The noise was not reproducible. Since the patient was dependent, the sensitivity was increased to 5.0 v.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.